Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device's estimated remaining longevity changed between follow up appointments, with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker appeared to have triggered a lead safety switch (lss) based on the fact that it was operating in a unipolar configuration. No record of the lss could be found but the field representative confirmed that one had occurred, on an unspecified date, pre-changeout. Impedance values at device changeout were reported to be within normal limits. It was noted that estimated device longevity had been changing from month to month. A boston scientific technical services (ts) consultant discussed that this was not atypical for this device. The device was explanted. No adverse patient effects were reported.